Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. The lesion being treated was in a very tortuous right superficial femoral artery. The physician encountered difficulty when tracking over the bifurcation. The first stent delivery system kinked and was removed. A second stent delivery system was also not able to cross the lesion. When removing the second stent, the physician encountered resistance. During withdrawal, the second stent delivery system was caught in the sheath and the stent dislodged off of the delivery catheter in the right superficial femoral artery. No attempt was made to remove the stent with a snare and the undeployed stent remains in the right superficial artery. The procedure was not completed. Further surgery had already been scheduled for the pt before this treatment procedure. Current pt status is reported as "stable."

Manufacturer narrative:
Product analysis verified that the stent had dislodged from the catheter. The delivery device without the dislodged stent was received and numerous shaft kinks were observed. The balloon was in a pre-inflated state. The returned catheter exhibited numerous shaft kinks 6 centimeters long distally and located 33.4 centimeters proximally from the distal tip. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The mfg records for top assembly batch 9026990 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The root cause of the stent dislodgement experienced during the procedure could not be determined.